Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Updated clinical narrative: a decision was made to withdraw care, and the patient subsequently expired. The death is conservatively being reported; however, it is most likely attributed to the patient¿s underlying critical clinical condition in the setting of acute myocardial infarction complicated by cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage d, particularly in the context of multiple mechanical circulatory support devices. Prior clinical narrative: an impella cp device was inserted via the right femoral artery in a 72 year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was also supported with extracorporeal membrane oxygenation, which served as the primary hemodynamic support device, with the impella device utilized for left ventricular venting. The patient was noted to be on vasopressors and inotropes for hemodynamic support. On day 8 of impella support, which is beyond the recommended duration of support per the instructions for use (IFU), the patient underwent computed tomography imaging of the head, chest, and abdomen due to increasing lactic acid levels while maintaining mean arterial pressures between 60¿70 millimeters of mercury on combined extracorporeal membrane oxygenation and impella support. Imaging identified a subarachnoid hemorrhage and subdural bleed. The treating physician reported that these findings were not believed to be attributed to the impella cp device. While on support, the impella cp device was operating at performance level 5 with expected flows of approximately 2.6 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remains on impella support with no additional adverse events noted. Cerebral vascular events, including intracranial hemorrhage, may be influenced by the patient¿s underlying clinical condition in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage d, particularly in the context of multiple mechanical circulatory support devices.

Manufacturer narrative:
D3 has been added as this was inadvertently omitted from the initial mw submitted. Pdi (cerebrovascular accident): the root cause of the injury was unable to be determined due to insufficient clinical details.